Event description:
A (B)(6) female with rheumatoid arthritis underwent a joint fusion surgery on the ring finger in (B)(6) 2011 with implantation of a 1.6 mm x 12 hole straight plate (pn 333-1602). Approximately 2 months later an x ray determined that the plate had broken in the middle through a screw hole. The plate was explanted, the fusion was revised, and a bone graft was performed.

Manufacturer narrative:
The pt was a female (B)(6) pt who, according to the doctor, did not have good bone stock. She had rheumatoid arthritis. She had joint fusion surgery. The plate was implanted on (B)(6) 2011, and broke two months after implantation. It was explanted on (B)(6) 2012, which was a planned revision surgery with no complaint from the pt. A revision of the fusion using a new plate and bone graft was performed during the surgery. According to the IFU for hand plating system, the osteomed hand plating system is recommended for use in pts with sufficient bone quality to sustain effectiveness and benefits of rigid fixation. According to the doctor, the pt did not have good bone stock due to rheumatoid arthritis. The IFU also states that weight bearing is not recommended following implantation until fusion has occurred. Multiple bending may weaken the plate and could result in implant fracture and failure. A review of the internal records show no non conformances for ths product in the past year. Review of internal complaint database shows no other complaints of breakage for this part.